Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6947-65 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.